Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is expected to be analyzed. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was explanted roughly two months after implant due to a possible unspecified issue. There is no information that suggests a new device was implanted. The device was returned and analyzed. No additional adverse patient effects were reported.